Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection and skin erosion at device pocket site during follow-up in clinic. The physician explanted the system ¿ pacemaker, right atrial lead and right ventricular lead. The patient was in stable condition.